Event description:
A customer reported error message ¿3005 leak sensor detected leakage¿ on the aia-2000 analyzer. Technical support specialist (tss) instructed the customer to inspect the bf probe well and no overflow was observed, rebooting the analyzer, but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. Fse confirmed the complaint by reviewing the error logs. Fse contacted the customer before arriving onsite and the customer stated the entire wash well was full of fluid. When fse arrived onsite there was no fluid in the wash well. Fse performed prime washes multiple times and was unable to have the wash well full. Fse checked the wash probes and found no issues. As a precautionary measure, fse replaced the waste pumps. Fse was advised by the customer that heavy cleaning had been done on the analyzer prior and fse suspects there may have been blockage in the well from the fluids not dissolving. The customer successfully performed quality control run without error and within acceptable range. The customer followed up later same day and reported error reoccurred. Fse returned to the customer's site and the customer reported analyzer shutting down in the middle of a run and giving error message 4487 bf probe y-axis positioning sensor overrun. Fse confirmed the error in the error log and reproduced error by attempting to perform a bf wash prime. While troubleshooting, fse found the wire hardness 11-7 from y-axis sensors on bf probes was severed and was grounding out against the motor movement causing an intermittent short circuit while analyzer was running. Fse repaired the wire and rebuilt both wash blocks and updated all power setting inside of the pc so that the pc will not go to sleep during a run. Also found printer was plugged into battery back up. Switched the plug for printer to other outlet. The customer reported the leak sensor went off during a sample run and analyzer shut down. Fse replaced the leak sensor under the bf wash table. Fse validated the analyzer by successfully performed quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2021 through aware date 23nov2022. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: error messages: (3005) leak sensor detected leakage. Cause: the leak sensor under b/f unit detected leakage. Measurement is suspended. Solution: contact tosoh service center or local representatives. (4487) b/f probe y-axis positioning sensor overrun cause : the positioning sensor activated improperly after the b/f probe y-axis was moved. New measurement will not start. The measurement result will be flagged (wu flag). Solution : contact tosoh service center or local representatives. The most probable cause of the reported event was due to severed wire wh11-7 and leak sensor failure.